Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zlb00, was performed on the left eye of a female patient because after the lens was implanted, she felt dizzy and nauseated especially when looking left or right. She also complained of brow ache. It seemed like she was seeing frame by frame like a movie. Prior to the surgery, she had 20/20 vision. The doctor tried his best to treat her symptoms and brow ache by prescribing several medications (such as pylo) but was not successful. When the surgeon explanted the lens, he cut the lens at the haptic/optic junction. He removed the optics but left the haptics in the capsular bag. He did implant a monofocal lens in the sulcus on top of the haptics that were left behind. There was no patient injury, no vitrectomy and no incision enlargement. The patient was extremely happy with the replacement lens.

Manufacturer narrative:
Corrected data: it was known at the time of the initial MDR that the removed lens was thrown away by the physician however this information was inadvertently not included. The device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.